Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra meter had a battery issue ¿does not turn on¿. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2018, 11:00 am. It is unclear how the patient manages her diabetes. She reported participating in ¿exercise¿ in response to the alleged product issue. The patient reported that she ¿passed out¿ and was taken to hospital. She stated that on (B)(6) 2018, around 11:10 am, she was treated with an unspecified IV fluid from an hcp. The patient stated that she obtained a blood glucose result of 74mg/dl on the hospital meter. At the time of trouble shooting, the cca established that this was not the first time the meter was being used. However, the patient was using the incorrect test strips and was unable to provide the correct test strips for a re-test. In addition, cca noted that when the patient pressed the power button the meter did not power on. Based on the information provided the cca confirmed that the battery needed to be replaced. However, the patient did not have replacement batteries at the time of the call. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.